Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 475cc mentor memorygel breast implant prostheses and experienced bilateral capsular contracture postoperatively (grade unknown). The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent surgical intervention (capsulectomy) for the right side and removal and replacement with a 475cc mentor memorygel breast implant (left catalog #: 3504754bc, left serial #: (B)(4)) on (B)(6) 2021. Upon explantation, the left-sided device was found to be ruptured. The right-sided device was removed and placed back in the patient's right breast. The patient was fully recovered after the revision surgery. Breast implants are intended for single use only. Re-use includes a risk of infection (microbial as well as viruses and transmissible agents) as well as immune responses. The sterility of the device can no longer be guaranteed. Furthermore, the integrity of the device cannot be guaranteed due to the risk of damage to the device. The established shelf life of the device is compromised and thus null and void if compliance with the single use only indication is not followed. Sterility, safety, and efficacy cannot be assured for damaged devices. This report is for the right-sided prosthesis.